Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed indication of a lot specific product quality issue. All available information was investigated, and the reported difficulties appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 2 implanted mitraclips, clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip damaged by another device resulting in single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were successfully implanted. During positioning of the fourth clip delivery system (cds 81213u131), the fourth clip became stuck with the third implanted clip (81011u277), causing the third clip to detach from the anterior leaflet and remain attached to the posterior leaflet (slda). The fourth clip was able to be deployed to stabilize the third clip. Four clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.